Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery and it is unknown if the ipg was set to surgery mode. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the ipg was explanted and replaced. Effective therapy restored.